Event description:
It was reported that several years ago the right atrial (ra) lead had sensing issues and currently there was noise, oversensing, and a suspected fracture. The ra lead remains in use. It was also reported that there was electromagnetic interference on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.